Event description:
It was reported by a user facility that at a patient's six (6) month follow-up visit the patient was noted to have sustained persistent linear hypopigmentation to the abdomen following ipl treatment for solar lentigines with a lumenis m22 laser. It was further reported the patient did not report the initial adverse treatment reaction until six weeks post procedure date.

Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain patient treatment settings and patient photographs which were provided.a review of historical subject device service records found the system has been regularly serviced by lumenis technical specialists and was determined to meet manufacturer's performance specifications. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported events details and a patient photograph stating the treatment settings were aggressive based on physician recommended treatment settings and subject device training. Additionally, the healthcare professional noted the device operator reported overlap of the treatment pulses which is contraindicated for ipl treatments. Operator error, a failure to follow physician recommended treatment parameters and overlap of treatment areas, is the determined cause of the event reported. A review of subject device operator manual confirmed physician recommended treatment parameters were not followed for the treatment performed based on the patients reported skin type and the condition being treated.